Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling "loopy" and fatigued. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Son called in on behalf of customer and states that the meter read e-5. Informed the caller that e-5 means that the reading is above 600mg/dl or that it is a test strip error. Caller states his mother seems a bit, "loopy." Caller states his mother feels fatigued. Ran a blood test at the time of call and meter read "hi". I informed the caller that hi means the reading could be above 600mg/dl. I instructed caller to seek medical attention or to call her doctor. Caller proceeded to hang up and I informed him I would replace the meter due to hi. Requested an address and caller states he will call tomorrow. I advised him once again to seek medical attention due to the meter readings and informed him I would call back tomorrow to follow up. Caller states ok and hung up. Caller was uncooperative with the troubleshooting and did not provide an address in order to send out a replacement. Could not obtain customers normal range.